Event description:
A nurse assisting a (B)(6) male pt contacted zoll lifecor customer support service to report that the pt's battery was not holding a charge. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery was found to have a voltage of 7.04 v and could not power up a monitor. The discharged battery pack was caused by the pt leaving the battery in the system for greater than 24 hours without charging. According to the pt's flag files, the pt left the battery in the system, despite a plethora of battery runtime expired flags, for a grand total of 35 hours. No adverse event resulted from the defective battery cells. The pt received a replacement battery pack.